Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a carotid artery stenting procedure using an 8f sheath. Reportedly, the lever was unable to be returned to its original position to close the foot. Several attempts were made but failed. A surgical cut down, vessel incision and puncture site enlarged, was performed in order to remove the device. Vessel damage was noted. Upon device retrieval, a foot piece separated outside the patient anatomy. No part of the device remained in the patient. The device was not difficult to insert or advance into the anatomy. Hemostasis was achieved via surgical intervention with general anesthesia. The level of anesthesia was increased for the surgical procedure. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: the previously reported foot piece separated outside the patient was referring to a foot displacement. The device did not separate into two pieces at the foot. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was confirmed. The reported entrapment the device could not be replicated in a testing environment as it was based on operational circumstances. The reported foot displacement was likely due to the observed biological matter noted stuck in the foot during returned analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1562 was removed.